Manufacturer narrative:
H.6. Investigation: no samples or photos are available for analysis. For the defect needle retraction failure ¿ confirmed: bd was able to confirm the claim for the claimed defect. Although this claim does not contain samples or photos for review, after quality notification recorded in the batch history, this defect may be related to retraction failure, so this claim may be confirmed. For cap tight defect - not confirmed: bd was unable to confirm the claim for the claimed defect. In addition to not being evidenced records that could cause this complaint during the analysis of the batch history, corrective maintenance and nonconformities, without samples or photos for analysis could not confirm the defect reported by the customer. Root cause: needle retraction failure - based on the results of the investigation so far a probable cause for this defect may be related to quality notification that there is a lot history of the assembled set, however, since the presence of the problem sample is fundamental to determine a possible root cause. Cap tight - based on research so far a likely cause for this defect would be misalignment in the catheter orientation station and the placement station in the needle guard orientation. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: abocath 18 with failed safety device. This one easily disconnects from the needle putting on risk the professional at the time of puncture. It allowed contact of the contaminated needle with the professional who used it; in another event the abocath 18 tip of silicone and hub attached to the protective cap.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: abocath 18 with failed safety device. This one easily disconnects from the needle putting on risk the professional at the time of puncture. It allowed contact of the contaminated needle with the professional who used it; in another event the abocath 18 tip of silicone and hub attached to the protective cap.